Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their current leads had something wrong with them initially. They stated that their stimulation was supposed to go down to their feet, but it never did. The patient noted that their healthcare provider wants to replace the leads. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the leads had something wrong with them because their therapy was not reaching down to their feet as they requested. The patient slowly noticed the issue. However, the therapy still helped their legs. The patient stated that they called to set up an appointment regarding the issue, but it has been unresolved at this time. The patient weighed (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.